Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was getting hot was confirmed. An assessment was performed and it was observed that the device failed noise and handpiece temperature assessments the device exceeded the reading of 118 degrees fahrenheit after 1 minute run time, which is greater than manufacturer specification (specified reading is temperature shall not exceed 118 degrees fahrenheit). It was further observed that the device reflected noise with a reading of 81 decibels which is greater than manufacture specification (specified reading is sound level must not exceed 76 decibels). During repair it was observed that the small bearing was worn out. It was determined that the worn out small bearing was due to corrosion. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was getting hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.